Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Summary: the hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed that the tip of the device was split a replacement device was used to complete the procedure. No patient involvement.

Event description:
Summary: the hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed that the tip ofthe device was split a replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There is no interaction with the patient with this device, but signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the hot jaw was pushed back from the tip of the hot jaw, exposing the metal inside portion of the hot jaw. The heater wire was observed to be twisted away from the hot jaw, and detached at the tip of the hot jaw. The heater wire remained attached at the base. No other visual defects were observed. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" as well as for the analyzed failure ¿material bent/twisted.